Manufacturer narrative:
Concomitant medical product: 5076-52, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal event and a fall, resulting in a head injury. The right ventricular (rv) lead exhibited t-wave oversensing (twos) and pacing below the lower rate. The lead was reprogrammed, and the patient was treated medically. The lead remains in use. No further patient complications have been reported as a result of this event.